Event description:
The account reported the right intermediate side rail would not stay in the latched position. No patient injury reported.

Manufacturer narrative:
The account found the right intermediate side rail latch is sticking due to contamination. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The account cleaned the right intermediate side rail latching mechanism to resolve the issue.